Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). The patient reported that her healthcare provider (hcp) wanted her to call and set up an appointment to recheck the system. The patient reported that she was getting ¿shocks going down from her paddle¿ and then clarified that she was getting ¿like little electrical shocks¿ and felt like it was coming from the implant. The patient reported that this happened occasionally. The patient reported that it happened once or twice per day but some days she didn¿t feel it at all. The patient reported that she felt it once on the day prior to the report. The patient reported that one day it happened like 25 times. The patient reported that it shocked her cat after she pet her cat and both her and her cat felt it and the cat jumped up and ran away from her. The patient reported that she saw a hcp on (B)(6) 2017, it was really, really bad. The patient reported that it happened while she was driving. The patient reported that she told her hcp about this and the hcp asked if it was going down her leg and patient stated no, it just went straight down her back from the implant area. The patient reported that she tried turning stimulation down and reported on (B)(6) 2017 it was really acting up a lot so she turned the system off. The patient reported that she ¿still got some, a couple of them¿ for the next half hour and then it stopped. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-08-08. The patient reported that the circumstances that led to the shocking sensation down the back was doing regular stuff. The patient reported that she did have a minor fall, but it occurred at random times, short little shocks. The patient reported that when turned off, it stopped. The patient reported that she turned the device off. The patient reported that the shocking sensations happened randomly and happened more when she was active and happened once while she was driving. No further complications were reported.